Event description:
During the procedure the instrument stuck on the ip artery while sealing. Surgeon thought the artery was sealed and then could not get it the device to release. He pulled back and there was a tear in the seal, but the surgeon thought it was dry with no bleeding. The patient was released from the hospital and had to be brought back to the or in the middle of the night to repair the artery with suture. The patient is now doing fine.